Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of device data logs. However, the device was put through extensive testing including bench testing and ECG stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The defib receptacle and multifunction cable (mfc) were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a 90-year-old female patient, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.